Manufacturer narrative:
Concomitant medical products: 6949-65 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high undefined impedance on the superior vena cava (svc) coil. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead had diminished sensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.